Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The false downstream occlusion alarm was found during functional testing. The cause of the alarm was determined to be a maladjusted pump door due to loose pump door screws. To correct the condition, the screws were tightened. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to present a false alarm. The device showed a downstream occlusion alarm while no downstream occlusion was present. No additional information is available.